Event description:
The article, "case report: amplatzer septal occluder device migration into the descending thoracic aortic isthmus: percutaneous retrieval and redeployment", was reviewed. The article presented a case study of a 58-year-old asymptomatic woman diagnosed with a secondary-type atrial septal defect (asd) during an evaluation for a heart murmur. It was reported that on an unknown date, a 24mm amplatzer septal occluder was chosen for implant. There was no residual shunt observed on fluoroscopy after final release. It was then reported two days post-procedure, the patient presented with heart murmur and a chest x-ray noted the 24mm occluder had embolized into the descending thoracic aortic isthmus. There was no report of any vascular dissection, extravasation, or limb ischemia. A decision was made to retrieve the embolized the device via transcatheter snare. A 26mm amplatzer septal occluder was chosen to occlude the patient's asd and the operator performed the "minnesota wiggle" to ensure a secure position. It was then reported during procedure, the patient experienced cardiac arrest that was promptly managed via cardiopulmonary resuscitation (CPR). It was reported on the first post-operative day, the patient experienced convulsions under moderate intravenous sedation. Head computed tomography revealed swelling of brain tissue attributed to hypoxicischemic encephalopathy (hie) resulting from cardiac arrest. The patient underwent mild hypothermia therapy and cranial pressure reduction. It was reported on the third post-operative day, the convulsions stopped but the patient developed fatigue and reduced skin sensation in the upper limb due to acute cerebral infarction. Thrombolytic therapy was stopped and the patient was prescribed medication to reduce cranial pressure and improve cerebral circulation. The patient was transferred to another hospital for further treatment of sequelae of left upper limb dysfunction. One month post-procedure, it was reported the patient status was stable and no residual shunt was observed. (B)(6).

Manufacturer narrative:
As reported through a literature article, ¿case report: amplatzer septal occluder device migration into the descending thoracic aortic isthmus: percutaneous retrieval and redeployment¿, a 58-year-old asymptomatic woman diagnosed with a secondary-type atrial septal defect (asd) during an evaluation for a heart murmur. It was reported that a 24mm amplatzer septal occluder was chosen for implant. There was no residual shunt observed on fluoroscopy after final release. After the post-procedure, the patient presented with heart murmur and a chest x-ray noted the 24mm occluder had embolized into the descending thoracic aortic isthmus. A decision was made to retrieve the embolized the device via transcatheter snare. A 26mm amplatzer septal occluder was chosen to occlude the patient's asd and the operator performed the "minnesota wiggle" to ensure a secure position. It was then reported during procedure, the patient experienced cardiac arrest that was promptly managed via cardiopulmonary resuscitation (CPR). It was reported on the first post-operative day, the patient experienced convulsions under moderate intravenous sedation. Head computed tomography revealed swelling of brain tissue attributed to hypoxicischemic encephalopathy (hie) resulting from cardiac arrest. The patient underwent mild hypothermia therapy and cranial pressure reduction. It was reported on the third post-operative day, the convulsions stopped but the patient developed fatigue and reduced skin sensation in the upper limb due to acute cerebral infarction. Thrombolytic therapy was stopped and the patient was prescribed medication to reduce cranial pressure and improve cerebral circulation. The patient was transferred to another hospital for further treatment of sequelae of left upper limb dysfunction. One month post-procedure, it was reported the patient status was stable and no residual shunt was observed. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.